Manufacturer narrative:
(B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 software analysis was unable to determine probable cause with the information provided and determined the suspect needle was not properly aligned to the trajectory as it was successfully tracked after re-registering. Return requested. Replacement trajectory biopsy guide shipped to site (B)(4) 2015. Medtronic investigation of returned suspect trajectory biopsy guide performed a functional test on 3 biopsy needles. Used resin head exam, performed a tracer registration and it passed, locked the trajectory and the first needle tracked with green status and geometry error on 0.14mm. The second tracked with green status and a geometry error of 0.04mm. The third tracked with green status and a geometry error on 0.08mm. All biopsy needles passed. No fault found. No further issues have been reported.

Event description:
A medtronic representative received a report from a site operating room (or) staff member, that the site was unable to track the biopsy needle in the tracking view, while in a cranial procedure. In trouble-shooting, attempted to re-set the plan, confirmed locked down completely, re-locked navigus probe, moved probe in and out, confirmed tip set - issue not resolved. Tried three needles, spheres on needles look good, camera position confirmed not too angled and directly in the middle of the range. Biopsy needle added to the registration and re-started software. The site was able to re register, and using a new skull mounted guide, track the needle and complete the procedure. After replacing the guide and re-registering, they were able to track the original needles as well. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.